Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had no power for approximately 45 minutes. The customer reported that the station was offline in rss during the event. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power due to failure in auxiliary drawer 6.2 boards. A field service engineer replaced the drawer board and drawer control board, checked all cables and connections, and tested the drawer functionality. The system functioned as intended after the field service engineer repaired the device.